Event description:
It was reported that a peritoneal dialysis patient experienced potential peritonitis manifested as cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with peritoneal dialysis therapy was not reported. Additional information was not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).